Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded loose drive support disk. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported the customer received a compromised force sensor system alarm. Customer also reported insulin was squirting out during a manual prime. The customer did not find any damage to their drive support cap or insulin pump. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.